Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that there were 5-6 infusion sets in which the tubing broke at the tubing connector while sitting. The site location was patient's abdomen and the pump was on the same side. The infusions were stored in a cool place. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.